Event description:
A scrub tech reported a scratch on an intraocular lens (iol). The combination of cartridge and handpiece used in this event is not approved for use with this iol. Pt impact is unk.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The combination of cartridge and handpiece used in this event is not approved for use with this iol. Pt impact is unk. Additional info was requested by mail on 12/23/2008 and 01/14/2009. A completed questionaire has not been received.